Event description:
An hcp reported that a physician wanted to stop a pt's pump. The physician felt that the pump was overdosing. The reporter was informed of different options regarding how to access, or use a magnet, until a rep arrived and to stop the pump. The medication administered via the pump was morphine. The concentration and daily dose of the medication were not reported. No pt injury was reported. The pt's status was undetermined at the time of the report. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).